Event description:
Ra lead dislodged. Physician opted to remove lead and plug the atrial port, rather than perform a lead revision. No adverse patient side effects were reported.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.